Manufacturer narrative:
One device was received for evaluation. Failed dso calibration" could be confirmed by visual inspection per pvt. Found dso seal over glued and glued directly to dso sensor, causing high reading on dso. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed dso calibration during testing.